Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: just for clarification, were the staples malformed (irregular in shape)? --- yes. Were there any staples missing from the staple line (incomplete staple line)? --- no.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce60a device was returned in good visual condition and with one ecr60w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic total gastrectomy, staples were unformed except for a one staple line at the 1st firing on the duodenum. The cartridge was white. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.